Manufacturer narrative:
B5: updated to reflect the information received on 2020-apr-23 h6: device code c62823 and patient code c3303 added to reflect the information received on 2020-apr-23 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2020-apr-23. The patient reported again that they were in the hospital in march and part of april and the patient's pump began alarming approximately the end of march, first of april. The patient clarified that the pump was making a beeping noise because it needed to be refilled. The pump alarm was described as beeping 5 times, but longer intervals than 10 minutes. The patient confirmed that the pump was still beeping and had not been refilled and inquired if the pump needed to be replaced if it was not filled. The patient noted that they were out of town and 3 hours from their healthcare provider, who could not get to her anyways for 6 weeks or longer as they work at a hospital and their office was closed. The patient noted that they were hurting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump started to alarm beginning in march; the patient was found on the floor of their bathroom and was taken to the hospital and since then the pump had been beeping every 5 minutes. It was noted that it sounded like the critical alarm. No further complications have been reported as a result of this event.